Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies. Cracked case at display window corners, reservoir tube and battery tube threads and severly scratched display window noted.

Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 238 mg/dl. The customer did not recall any significant events leading up to the alarm. Advised that the insulin pump will be replaced. Nothing further reported.